Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited a high undefined lead impedance warning. The pacing leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.